Event description:
It was reported that this right ventricular (rv) lead exhibited oversensing of noise. There was no pacing inhibition noted, and all lead measurements were within normal limits. Technical services (ts) recommended to continue to monitor. This lead remains in service. No adverse patient effects were reported.